Event description:
It was reported, during a da vinci-assisted surgical procedure. The customer loaded the 1st purple hem-o-lok. However, the 8mm large hem-o-lok clip applier instrument would not latch any other clips. The customer tried two (2) different boats of clips. However, the issue persisted. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint. And completed investigations. Failure analysis investigations replicated/confirmed, the customer reported complaint "during the case ,that after loading the 1st purple hem-o-lok, the grasper would not latch any other clips". The instrument failed the clip test. Failure analysis was unable to load the clip onto the grip-tips. The grip-tips did not fit into the clip cartridge. Additionally, the clip applier instrument was found with one (1) grip that was bent. The damage was found near the base of the clip groove, causing a 0.038 offset at the tips. As a result, the clip could not be properly loaded on the grips.